Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient underwent a posterolateral fusion with bmp as well as autograft and hardware at l4-5 to treat l4-5 grade 1 spondylolisthesis, subacutecauda equina syndrome and severe stenosis at l4-5. The vb replacements placed at l4-5 were stuffed with bmp and autograft. Bmp was also placed in the gutters to achieve further arthrodesis at l4 and 5. Approximately 3 months post op the patient reports having back pain. X-ray lumbar spine: impression: there are transpedicular screws at l4 and l5. There is a disc at l4-5. Severe osteoarthritis at l3-4 and l5-s1. Negative for fracture or significant subluxation. Moderate amount of osteoarthritis. Cervical x-ray: impression: mild to moderate osteoarthritis diffusely throughout the cervical spine. Negative for fracture or significant subluxation. Lumbar spine MRI scan w/wo contrast: impression: there are transpedicular screws at l4 and l5. At l4-5 the anatomical detail is limited by magnetic susceptibility artifact. At l5-s1, magnetic detail is limited by magnetic susceptibility artifact. At l3-4, central disc bulge causing mild mass effect in the anterior aspect of the thecal sac. Because of the extensive magnetic susceptibility artifact, these findings could be better evaluated with a lumbar spine myelogram as clinically indicated. There is thickening of the nerve root between l2 and l3. This has decreased compared to (B)(6) 2005 but likely represents a mild to moderate amount of canal stenosis. There is a 1x1 cm hemangioma in the l1 vertebral body. Osteoarthritis. Approximately 27 months post-op the patient underwent a lumbar spine CT wo contrast: impression: status post l4-5 laminectomy and discectomy with pedicle screw fusion. Progressive degenerative disc disease at l1-2, l2-3 and l3-4. Progressive, severe l5-s1 ddd is also noted. 2-3mm anterolisthesis of l3 relative to l2 and 2 mm anterolisthesis of l2 relative to l1. Mild annular bulge at l1-2 and l2-3. Mild to moderate spinal stenosis at l2-3. Diffuse annular bulge at l3-4 with moderate spinal stenosis. 1 week later the patient underwent l2-s1 fusion with tsrh hardware and bmp to treat l2-3, l3-4 ,l5-s1 spondylosis with ddd and mode changes as well as l2-3, l3-4, l5-s1 foraminal stenosis bilaterally with bilateral lumbar radiculopathy. Autograft bone was rolled in a bmp sponge and placed in the gutters lateral to the transverse processes of l2, l3, l4, l5 and part of the exposed sacral ala at s1 bilaterally.